Manufacturer narrative:
Additional info: plant investigation: thirty companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. A visual inspection was performed and was found acceptable. A dimensional inspection was performed to four companion samples with acceptable results. A simulated use test was performed to four companion samples. During the test there no leaks or disconnection of the apd adapter were observed. The test was completed successfully. The companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, with no issues detected. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported a fluid leak between the adaptor and the baxter extraneal supply bag of a peritoneal dialysis patient. Follow up with the patient's peritoneal dialysis clinic indicated that the patient ensured that the connection was tight. The peritoneal dialysis patient woke up in the morning with loose connections and evidence of a fluid leak. The patient was prescribed prophylactic antibiotic and was asymptomatic. The complaint sample was discarded.